Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on (B)(6) 2014, the patient experienced a blood glucose (bg) over 600 mg/dl with nausea and vomiting associated with multiple call service alarms (cs 088) from the insulin pump. It was reported that emergency protocol was initiated and the patient was treated in the emergency room with a bg of 450 mg/dl with insulin via injection and IV fluids. Reportedly, the patient discontinued pump therapy due to multiple call service alarms, but did not have long acting insulin, so was only using rapid acting insulin for daily use. It was reported that there were more than 3 call service alarms emitted from the pump within 30 days. This complaint is being reported because the patient allegedly experienced hyperglycemia due to multiple call service alarms being emitted from the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/13/2014 with the following findings: there were call service (cs 088) alarms observed in the black box and alarm history. The pump powered on properly with no alarms. The pump was exercised for 24 hours with no call service alarms received. The pump passed the delivery accuracy test and was found to be delivering within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.